Manufacturer narrative:
The insulin pump was received with blank display and the problem was isolated to the lcd board. The watchdog timeout and unexpected restart alarm were unable to be verified due to blank display anomaly. The rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests were all unable to be performed due to blank display anomaly. The insulin pump was received with missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call watchdog timeout, unexpected restart alarm, blank display and high blood glucose levels. Customer's blood glucose level was 435 mg/dl. Customer treated their high blood glucose with a manual injection. Customer received multiple watchdog timeout alarms and the display remained blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.